Manufacturer narrative:
Follow-up #1: date of submission 06/02/15 device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: no defect found. Testing was unable to duplicate ¿audio tone issue¿ complaint. Last basal delivery was on 03/29/2015@8:47pm, reported date from 03/23/2015 is overwritten. Black box shows multiple high bg and low bg alerts, tdd add up and equal the programmed basal rate target. Returned battery cap and cartridge cap were used to complete the investigation, the returned high profile plastic clip is broken. ¿ez-prime¿ steps were performed correctly, no eaw or any delivery interruption occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test; the product delivers within specification. The pump was paired with a test transmitter and ¿cs208¿ low bg alert was simulated, the pump gave the appropriate audible and visible alert. The pump¿s cover was removed, no intermittent condition was found to the piezo-circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the patient contacted animas and alleged sleeping through the low blood glucose level alarm, resulting in a bg <30mg/dl with confusion. Patient was very sweaty and has difficulty recalling getting the kitchen to drink orange juice. Customer support attributed the bg excursion to user error and found no contributing medical conditions/illnesses. This complaint is being reported as the patient experienced hypoglycemia related to not responding to an alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error should be considered. No conclusions can be made at this time.